Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pyloric stenosis during a procedure performed on (B)(6) 2019. Reportedly the stenosis was a heavily strictured area due to crohn's disease. According to the complainant, during the procedure, the stent misemployed and shot forward into the duodenal fold. Reportedly, the physician was using a therapeutic gastroscope to deploy the stent under direct endoscopic visualization, and the stent was deployed in an unintended location due to poor visualization. The physician attempted to retrieve the stent by dilating the pyloric stenosis, and the dilation perforated the patient's pylorus. In the physician's assessment, the perforation was caused by over-dilating the pylorus. The patient was sent for a CT scan which showed the stent in the duodenal bulb. The stent was removed from the patient during a follow up surgical procedure that was performed to treat the perforation. Note: the stent was intended to be placed to treat a pyloric stenosis; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pyloric stenosis during a procedure performed on (B)(6)2019. Reportedly the stenosis was a heavily strictured area due to crohn's disease. According to the complainant, during the procedure, the stent misdeployed and shot forward into the duodenal fold. Reportedly, the physician was using a therapeutic gastroscope to deploy the stent under direct endoscopic visualization, and the stent was deployed in an unintended location due to poor visualization. The physician attempted to retrieve the stent by dilating the pyloric stenosis, and the dilation perforated the patient's pylorus. In the physician's assessment, the perforation was caused by over-dilating the pylorus. The patient was sent for a CT scan which showed the stent in the duodenal bulb. The stent was removed from the patient during a follow up surgical procedure that was performed to treat the perforation. Note: the stent was intended to be placed to treat a pyloric stenosis; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. Additional information received on 14mar2019. Reportedly, the patient recovered and is doing fine.

Manufacturer narrative:
Block b5 has been updated with additional information regarding patient condition. Block h6: device code 3009 captures the reportable event of stent positioning issue. Patient code 3191 captures the reported event of surgery. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.